Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (proceed ventral patch, prolene & vicryl sutures) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products involved? Citation: hernia repair surgical technology international xix; pp 99-103. (B)(4).

Event description:
It was reported via journal article: "title: introducing the proceed¿ ventral patch as a new device in surgical management of umbilical and small ventral hernias: preliminary results". Author(s): tim tollens, m.d., david struyve, m.d., chris aelvoet, m.d., jean pierre vanrijkel, m.d. Citation: hernia repair surgical technology international xix; pp 99-103. This study aimed to present authors¿ early results after placement of proceed ventral patch (pvp) devices. Between mar2009 and jul2009, 26 patients (n=19 male and n=7 female; mean age of 56 years [ranged 24-80 years]; mean bmi of 26 kg/m2 [21-42 kg/m2]) who underwent abdominal hernia repair by means of a pvp. In the procedure, the device was placed by an open approach with the incision overlying fascial defect. The fascial defect was exposed and trimmed. The device was dipped in saline to facilitate insertion and was then folded with the orc facing outward and clamped without breaking the pds ring. The suture straps are fixed to the borders of the defect by two prolene stitches. If possible, the defect is closed above the mesh with one or more vicryl 1 stitches. At the follow-up period, outcome included prolonged ileus (n=1) which required readmission, and minor pain issues after 4 weeks (n=3) in which two patient had movement restrictions caused by the pain. The pain in these three patients was already quickly decreasing. In conclusion, the proceed ventral patch is a good device for treatment of small umbilical and primary ventral hernias, as it might offer a solution to the shortcomings of other treatment options.